Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was recharging too frequently. It was noted that charging frequently began about a month ago. The patient reported they had made no adjustments to programming or parameters. The patient programmer shows it is almost full. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.